Event description:
The user facility reported that after endovascular therapy (evt) was performed, the involved angio-seal device was inserted into the insertion sheath. When the device cap was pulled and the device/sheath assembly was withdrawn, the suture was separated. The suture was found to be separated at a position around the tip of the tamper tube (inside the body), with some collagen attached, and there was no anchor. Manual compression was immediately applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved. According to the physician, he pulled with a certain amount of force, but not that hard. As the physician immediately switched to manual compression after the incident, it is unknown if hemostasis was achieved by the device or not. The physician commented that hemostasis might be achieved by the anchor and a part of the collagen. There was no health damage to the patient. The estimated blood loss was less than 250cc. There was no patient injury or medical/surgical intervention required. Hemostasis was successfully achieved by the device and manual compression. No equipment or other devices were used with the above product. The event occurred intra-operative. It was unknown if a pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 5 mm.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and were returned in the fully rear-locked position. The internal contents had been deployed, and the collagen was found to have been tamped down. The anchor was not intact at the distal tip and was not returned with the device. The black indicator at the proximal end of the tamper tube was found to have been exposed. The tamper tube was moved as far to the distal end as possible without applying tension to the suture, and the distal end of the black indicator was nearly visible. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been excessive force during tamping resulting in anchor detachment. The device history device (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).